Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected from the patient's monitoring device indicating that the defibrillation function of the implantable cardioverter defibrillator (ICD) had been deactivated and was now in a monitor only mode. The field representative was not able to provide additional information if the deactivation of the shock functions was intentionally done. This device remains implanted and in service. No adverse patient effects were reported.